Event description:
It was reported that a bifurcated device and a suprarenal aortic extension were implanted in this patient approximately two years ago, and an endoleak between the components was detected. The patient underwent secondary intervention on (B)(6) 2014, where an additional suprarenal aortic extension was placed between the previously implanted devices; however the endoleak persisted, despite high placement of the additional aortic extension. A decision was made to use an aneurysm sealing system (nellix) with chimney to the left renal artery to create a seal. The sealing system worked well within the afx device. There was no reported adverse patient effect. Note: patient was off-label case due to the implantation of the nellix system inside the afx devices. The patient was initially treated sometime late in 2012 with the afx endovascular devices for a dissected abdominal aortic aneurysm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and no imaging studies available for this review. Device specs were not provided, which reduced the sensitivity of this assessment. Product use was incongruent with the IFU due to: the reported aortic dissection at the implant procedure; and, the use of nellix and a left renal chimney within a previously placed afx device. The severe, lateral angulation of the blood lumen observed post stent placement was suspect for product use that was incongruent with the IFU. On the (B)(6) 2014 CT scan, there appeared to be more than one proximal stent as reported. At the posterior aspect of the suprarenal stent, the crown might have been separated from its main body. At the beginning of the lateral bend, there was evidence of an incomplete stent separation and a type iiia endoleak. In the (B)(6) 2014 CT scan, there was substantiated medical documentation of a type ii or iii endoleak (unknown endoleak) post the substantiated subsequent procedure of a nellix device placement. There was a report of a persistent type ia endoleak, but this could not be substantiated; there was lumbar artery communication at this level, but the contrast did not breach the sac or communicate with the contrast ribbon 4.5 cm below the superior stent margin. The final disposition of the patient was not known, but it was reported that there was no adverse patient effect. A review of the manufacturing records could not be performed as no device identification information was provided for the event. The labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause was not definitely identified although off-label use of the devices may have been a factor. It was found that there was an aortic dissection at the implant procedure and severe lateral angulation of the blood lumen. There may have been a type ii endoleak. There was no device issue identified in the investigation.